Event description:
It was reported that the patient never had coverage in her right flank with her first system since implant. It was noted that the patient has had several reprogramming sessions but was unable to cover that area. It was noted that the patient was being treated with injections and morphine however that morphine was hard on her digestive system. It was noted at this point there was no talk about what to do for the system that was not providing relief in the right flank. Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013 to change the location of the leads to get better coverage on the right side.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 377745, lot# j0555542v, implanted: (B)(6) 2009, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).